Event description:
It was reported that a clearlink system pe-lined solution set leaked from the white band. This was observed while the set was hanging. The device contained unspecified chemo. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that no visible leak could be observed at the joint of the tubing and the white bushing. Per the nature of the sample, no additional testing could be performed or definitive root cause could be determined. Should additional relevant information become available, a supplemental report will be submitted.